Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after using the 5mm port had to place a 12mm port instead which caused more pain (for the patient) and more potential for subsequent hernia. 12mm port smudges camera easily and requires extra cleaning at valve and trocar leaks when clip pushed through. Surgeon mentioned that 35 minutes were wasted (he timed it) because of substandard equipment; also wasted a disposable port. Used a different telescope. No other information provided. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). (Reporter claims device caused patient extra pain due to removal of defective product). (B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Functionally, the obturator passed through the trocar without difficulty. The obturator locking tabs functioned properly. The instrument passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.